Manufacturer narrative:
(B)(4). The device is unavailable. A 510(k) number will not be provided in the MDR as the product code and lot are unknown; if additional information becomes available, this information will be provided in a follow-up MDR.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 3 on the home choice (hc). The homepatient (hp) stated her transfer set started leaking and was able to use a clamp to stop the leak but she was still connected. The technical service representative (tsr) instructed the hp to cycle power to the se 2367, then cycle power again to press go to start and had the hp disconnect to remove the cassette. The tsr assisted the hp to clear the alarms and advised to contact the nurse about the transfer set. Product surveillance spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2013, regarding the system error 2240 caused by the leak in the transfer set. The pnd stated the homepatient (hp) came into the clinic the same day. The leak was caused by the way the hp was anchoring the line down with tape. The pdn re-educated the hp regarding this and changed out the transfer set. The pdn stated the sample was discarded and there was no product malfunction. The pdn stated the hp was able to resume therapy on the cycler without any problems. No further information was known. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).this complaint for a system error 2240 alarm was not confirmed, and the cause could not be determined because there was no sample returned to baxter for evaluation. A batch review could not be performed because the lot number was not available.